Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 43 mg/dl. The customer stated that they damaged a sensor during insertion and the insulin pump was giving sensor alarms. Troubleshooting was not performed. The product will not be returned for analysis.